Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited ra noise and oversensing, resulting in false atrial tachy response. Technical services (ts) noted this to be minute ventilation noise and oversensing and recommended programming the respiratory rate trend feature off. There was no pacing inhibition observed. Ts noted jumps in ra pace impedance measurements, remaining within normal range. A right atrial automatic threshold alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was noted was observed. Ts noted to continue to monitor. The device remains in service. No adverse patient effects were reported.